Manufacturer narrative:
(B)(4). Additional information: this condition was not confirmed, as no sample was returned to baxter. Therefore the cause could not be identified. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient began treatment with unspecified antibiotics. Ten days later the patient was hospitalized for not responding to the antibiotic treatment and having cloudy effluent. The pd catheter was removed and the patient was switched to hemodialysis. During the hospitalization, the patient was also diagnosed with pneumonia. The outcome of the peritonitis and the pneumonia were unknown. Ten days later the patient died. The peritoneal dialysis nurse (pdrn) reported that the cause of death was sepsis due to multi-organ failure. The pdrn stated that the source of the sepsis was unknown. No autopsy was performed.